Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarms were noted. The motor passed the motor test. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion or no delivery alarm tests due to the prime anomaly. Unable to verify the no delivery alarm due to the prime anomaly. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got a motor error alarm on the insulin pump. Customer stated that she delivered a bolus and when she looked down, she got a motor error alarm. Customer's blood glucose was 498 mg/dl at the time of the incident. Customer treated with a manual injection. Customer performed the displacement test and passed. The pump also passed the manual prime. Customer mentioned that she had several no delivery alarms. Customer stated that she has tried all remedies and does not want to troubleshoot. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.